Manufacturer narrative:
Patient's weight and date of event were asked but unknown. Follow-up attempts were made to obtain more information on the event; however, the patient has not provided information to the office. The reported device would be sent back for evaluation by the office. Once the evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction after wearing a comfort splint device. The patient developed a rash on the area that made contact with the mouth guard. The patient called the doctor office on (B)(6) 2018 to report swelling of the face and a rash. The patient was requested to come in for an evaluation; however, the patient only showed up to drop off the device. The office didn't know how long did the patient wear the mouth guard before experiencing the reaction. No treatment was required for the reaction. The patient has known codeine allergy. The patient also has high blood pressure, thyroid issue and been under psychiatric care. The mouth guard was cleaned with warm water prior delivering to the patient.

Manufacturer narrative:
The device was manufactured per patient's prescription (rx) and returned for an analysis. A visual inspection was performed on the returned device. The edges of the device were smooth. Normal wears and tears were present due to usage. No major cracks were found. Mouthguard's layers were intact and not separated. The mouthguard turned yellowish due to normal usage. The mouthguard was returned in a not clean condition with calcium deposits. Case was also returned in good condition with label. A review of the material lot was performed and no non-conformity nor defects were found. There was no manufacturing deviation or abnormality with the material lot. A series of biocompatibility tests were performed on a similar thermoformed mouthguard. It was found that the sleep device materials are biocompatible. Cytotoxicity test were completed on a test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. There were no device problems found with the test article. This incident is being monitored, tracked, and trended.